Manufacturer narrative:
(B)(4).

Event description:
The customer performed daily maintenance, and calibration and qc were acceptable. The customer then obtained questionable low sodium results for two patient samples using the ise indirect na, k, ci for gen.2 (ise-na) assay on the cobas 6000 c (501) module (c501). One sample had a sodium result that was accompanied by a data flag, which invalidated the result. All results are in units of mmol/l, and the initial result was released outside of the laboratory. The sample was repeated, and the repeat result was issued as a corrected report. The initial result was 135. The repeat result on another c501 was 145. No adverse event occurred with the patient. The ise-na electrode lot number and expiration date were requested but not provided. Since calibration and qc were acceptable on the date of the event, a general reagent issue could be excluded. The customer removed the electrodes and confirmed presence of o-rings and acceptable moisture level. The reference solution filter was cleaned and all reagents were replaced. Multiple primes were performed, and an ise check was run but failed. The ise drain port was clean. The field service representative inspected the instrument and cleaned and conditioned the ise pathway. He ran the ise check ten times, which passed with no alarms observed. The customer then ran calibration and qc which were acceptable.

Manufacturer narrative:
A specific root cause for this event could not be identified. Additional information was requested for investigation but was not provided. Possible root causes for the issue could be air in the sample channel; leakage current coming from the waste; an old or expired reference electrode; and leakage current coming from the instrument ground, due to liquid leaks of the ise or reference line. The most likely root cause is a mechanical issue and/or leaking seal. In addition, the customer centrifuged the sample for only five minutes. A minimum of 10 minutes is recommended per the sample tube manufacturer¿s instructions. The customer was advised regarding the insufficient centrifugation time.